Event description:
Philips received a complaint by the hospital medical examiner (me) on the v60 indicating that the touchscreen was occasionally not responding. It was reported that there was no patient involvement at the time the issue was discovered as the issue was found during pre-use checking. The device kept operating when the issue was observed. Additionally, the device was replaced with the same model. The hospital medical examiner (me) called technical support to report that the touchscreen was occasionally not responding. The hospital me calibrated the touchscreen, but the issue remained. The manufacturer's product support engineer (pse) evaluated the device but could not confirm the reported issue as there were no abnormalities with the touchscreen. The investigation concludes that no further action is required at this time.